Event description:
Stryker maestro drill had a hole in its hose. When surgeon was using the drill on the patient, there was oil shooting out of the hose from the hole. The damaged drill was taken off the field immediately. The rep picked up the drill from our operating room (or) team.